Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with lumbar spine pain, radiculopathy, and instability. The patient underwent removal and revision surgery consisting of removal of hardware, l2-s laminectomy, l3-s1 foraminotomies, l4-s1 posterior osteotomy, l5-s1 anterior intravertebral osteotomy, l4/5 and l5/s1 transforaminal lumbar interbody fusion with peek cage at l4/5 and l5/s1, t10-s1 posterior spinal fusion with instrumentation, with allograft, autograft, and bmp. On (B)(6) 2012 an xray report indicated "broken rod on left side between l5/s1." Patient is reportedly experiencing numbness/tingling in right foot, right hip/buttock pain, right elbow pain, increasing right leg pain, falls, chronic/severe pain that got progressively worse, affects daily life,

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: wound escharectomy, exploration of fusion, removal of hardware, laminectomy l2-s2, bilateral medial facetectomy, foraminotomies, l3-4, l4-5, l5-s1, posterior osteotomy, l4-5, l5-s1, anterior intravertebral osteotomy, l5-s1, translumbar interbody fusion, l4-5, l5-s1, placement of peek cage, l4-5, l5-s1, discectomy, l3-4, right side, posterior spinal fusion, t10-s1, posterior segmental instrumentation/revision t10-s1, bilateral iliac screw instrumentation, allograft, autograft, bone morphogenic protein; for pre-op diagnosis of: posttraumatic lumbar spine pain, post-traumatic lumbar radiculopathy, adolescent idiopathic scoliosis, lumbar instability. Per-op notes: "...at l4-5, a piece of bnp silk gauze and sponge was placed anteriorly into the disc space and cage was now in its place. At l5-s1, a peek cage of appropriate size packed with autograft and mounted into place after a bnp silk gauze and sponge placed anteriorly into the disc space as well...remainder of local autograft along with bnp silk gauze were wrapped with bone graft and placed in posterolateral gutters as well as posteriorly, for a posterior spinal fusion... A wake up test was performed and confirmed appropriate motor strength in all motor groups, patient was then transferred in stable fashion."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.